Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to connect to the patient's home transmitter via radiofrequency (rf) telemetry. The device was also unable to be interrogated by a programmer using rf telemetry. A cybersecurity upgrade was downloaded on the device, which resolved the issue. There were no patient consequences due to this event.